Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer on how to purge check the valves. The pressure became stable. The customer also reported to the fse that the report was lost due to a database corruption. The pump was replaced. The fse ran calibration and hba1c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number g8 from aware date of (B)(6) 2017, which included data from 22-september-2016 through 22-october-2017. There was one similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 1.8 limitations of the procedure is as follows: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause for the low total area was a defective pump.

Event description:
On (B)(6) 2017, a customer reported that the first calibration displayed a low total area on the g8 instrument. The customer noted that the results for additional calibrations were acceptable. The customer repeated the calibration and saw the same sequence with the total area. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.